Event description:
It was reported that the wand did not perform any function. There was no backup device available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There is no relationship between the device and the reported event. Visual evaluation under magnification shows no electrode wear with no signs of activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was first connected to a compatible werewolf controller and registered multi-use fuse had expired. The wand was then connected to a compatible quantum 2 controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at 0.5 seconds per activation and performed as intended. The saline line was tested and performed as intended. The complaint could not be verified as the device performed as intended during functional evaluation. The root cause could not be determined with confidence as several factors could have contributed to the customer¿s complaint. It is possible that sufficient saline ¿conductive media¿ was not used in order to facilitate the formation of plasma. Also, factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller, foot control and/or accessories which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.